Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device sleep/wake button became unresponsive during training, and functionality returned after the device was placed on the charging cradle, with normal vibration feedback and display operation noted; the user was advised to continue training and to call back if the issue recurred. Symptoms included no injury or adverse physiological effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed that the issue could not be replicated after charging and normal operation was observed, indicating a transient, nonreproducible device behavior involving the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the issue after standard troubleshooting.